Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that they had sets that were leaking from the filter. Mmdg did follow up with the initial reporter who stated that the patient had experienced an unspecified delay due to the leak, but did not provide any additional information. (B)(4).